Manufacturer narrative:
Sections with additional information as of 09-jun-2023: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Evaluation in process note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 175, 144, 522, 160 and 176 mg/dl. The customer¿s expected am fasting blood glucose test result range is 95-115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 129 mg/dl and 169 mg/dl using true metrix meter. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 07/18/2024 and open vial date is (B)(6) 2023. The meter memory was reviewed for previous test result history: result 1: 175 mg/dl date: (B)(6) 2023 time: 10:00 am fasting. Result 2: 144 mg/dl date: (B)(6) 2023 time: 9:31 am fasting . Result 3: 522 mg/dl date: (B)(6) 2023 time: 9:30 am fasting . Result 4: 160 mg/dl date: (B)(6) 2023 time: 10:00 am fasting. Result 5: 176 mg/dl date: (B)(6) 2023 time: 9:00 am fasting.